Event description:
Decedent's head and neck became lodged between the side of the mattress and the guard-rail of invacare hosp bed resulting in positional asphyxia. Long siderails that came with bed when it was delivered in 1999 by rental co were difficult for decedent's wife to lower and were replaced by supply co for two headrails. Mattress is 35" x 79". Distance between both sides of headrails is 38 1/2". Mattress moved to right against headrail leaving a 4" gap between mattress and head rail. Decedent's lower torso slipped out of bed and head became wedged between mattress and handrail hyperextending neck.